Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker had reached elective replacement indicator (eri). However, a few months after it was noted that this pacemaker had tripped eri. Boston scientific technical services (ts) then suggested engineering analysis and result showed that this pacemaker had reverted back out of eri and the ninety days timer was not latched. Recently, it was noted that this pacemaker battery was depleting fast and had reached eri. Moreover, it was also noted that the patient had some atrial tachycardia. Additional information was obtained indicating that premature battery depletion (pbd) was due to high threshold. This pacemaker was explanted. No additional adverse patient effects were reported.